Manufacturer narrative:
Medtronic #: (B)(4). Date of initial report: (B)(6) 2017. One lf1212 was received for evaluation. Visual inspection found no defects. A review of the information taken from the rfid chip showed this device was used a total of nine times. The device was plugged into an ls10 generator and was successfully recognized. The device intermittently failed to activate when the hand switch was pressed. The device was disassembled to inspect the switch. Fluid had penetrated the body of the device and corrosion was present on the contacts of the switch resulting in intermittent activation. The investigation identified the root cause of the reported event to the user allowing fluid to buildup and penetrate the switch area over multiple uses. An additional failure was found during the investigation; the lock mechanism that prevents the knife from advancing while the jaws are open was found to be broken. One of the pins on the locking mechanism was found to have broken inside of the device. The broken pin allowed the knife to advance with the jaws open. The investigation found the root cause of the broken pin to be from repeated reuse of the device. The IFU states: do not reprocess and reuse this instrument. Subjecting the product to cleaning and sterilization processes could impact the functionality or performance of the instrument. Use of the reprocessed instrument may result in infection or product-failure risks to the patient and operator. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformances were reviewed. No entries potential pertinent to the reported condition were found.

Event description:
The customer originally reported the device stopped working during the procedure. No patient injury reported. Upon receipt of device for investigation, it was noted that the knife blade locking mechanism was broken, allowing the knife blade to advance while the jaws of the device were open. No injuries reported.